Event description:
It was reported the programmer had a stylus issue. The caller tried "several pens" with no success. The pen was "off by a fair amount." Calibration did not resolve the issue. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus / overlay will not stay calibrated. Power cord door is damaged. Floppy disk drive will not read diskettes.